Event description:
The customer reported there was no live image on the left monitor. No patient injury was reported.

Manufacturer narrative:
The ge service rep checked the system for proper operation and unable to duplicate the problem. The system operates as intended.